Event description:
It was reported that during equipment testing, conducted at the user facility, the drill heated up. This event did not occur during a surgical procedure, so there was no pt during. No user injury was reported, and no adverse consequences were alleged with this event.

Manufacturer narrative:
The handpiece was received by the manufacturer and the complaint was confirmed. Internal components were evaluated and the motor assembly was found to have worn bearings. The motor assembly was replaced and additional preventative maintenance was performed. The handpiece was returned to the customer.